Event description:
Patient presented to the ER with irregular breathing. Blood gases were done and patient was intubated. Patient was noted to be stable. Shortly after, rn noted that the ventilator was louder that usual she felt air leakage from the upper back of the ventilator. The respiratory therapist made adjustments to the ventilator. Infant became more irritable. Rn noted that the infant's abdomen was distended. An oral gastric tube was placed to relieve distention. The physician ordered the infant be taken off the ventilator and bagged until a replacement ventilator arrived.